Manufacturer narrative:
The customer is sending sample to customer product line support (cpls) for additional testing. However, the sample has not been supplied to date. There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a lower than expected free t4 (frt4) result, below the normal reference range, generated by the unicel dxc 660i synchron access clinical system for one patient. The patient result was reported out of the lab. Subsequent testing on an alternate methodology produced a higher, discordant result in a different clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.